Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a device upgrade. When the implantable cardioverter defibrillator was interrogated prior to procedure, an alert that the device was in backup mode was noted. The device was restored and then explanted for upgrade as originally planned. The patient was in stable condition.